Manufacturer narrative:
The device was returned for evaluation and the customers allegation confirmed. It was noted that the forceps wire had a cut and there were scratches throughout the device. The bending angle in the up direction and the play of the up/down knob were out of standard value due to wear of the angle wire. The bending angle in the up direction exceeded standard value due to damage on the bending tube and the adhesive on the bending section rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera duodenovideoscope had dirt near the forceps raising wire. There were no reports harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of stain on around the k wire was caused by stress of repeated use, external factors, or handling of the device (reprocessing). Olympus will continue to monitor field performance for this device.